Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm 2 did not work anymore. The customer stated that the maryland bipolar forceps instrument was installed and the leds on patient side manipulator (psm) 2 were amber without an error code on the touchscreen. Prior to the call to technical support, the customer had replaced the instrument and reseated the sterile adapter (sa). The tse checked the logs and found 31010 and 282 errors indicating instrument sensor issues. The tse requested the customer to replace the drape on arm 2 without improvement. The psm 2 was not engaged with the sa. The tse guided the customer to check the pogo pins and psm wrist input cog, but no physical damage was found. The tse asked customer to perform a hard power cycle with an emergency power off (epo) but got the same result. The tse asked the surgeon if she could proceed with 3 arms, which was the case. The surgery was resumed. The customer would postpone the surgery of this afternoon, but the customer needed their field service engineer (fse) to resolve the issue as soon as possible due to another procedure scheduled for the next day. A field service order (fso) was dispatched. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted as customer declined system repair.